Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by spain that during service and evaluation, it was observed that the motor power on the small battery drive device was too low. It was further determined that the device failed pre-repair diagnostic assessment for function of the off/osc/on switch mode, oscillation angle, function of the triggers and electric control unit (ecu), switching function, compatibility between colibri / sbd and colibri ii / sbd ii, the function with epd-console, the power at the motor with test bench, and lubrication. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.